Manufacturer narrative:
External insulation abrasion was noted at 44.5 to 45.2 cm from the distal tip, consistent with lead friction to the device can. The silicone insulation was intact at this location. External insulation abrasion was noted at 41.8 cm to 42.9 cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor abraded and separated at this location. This is consistent with the observation from the field of low defib impedance.

Event description:
It was reported that when the device was restored successfully after backup vvi, low hv lead impedance in rv-svc vector and high capture threshold was observed. The lead was explanted and replaced. The patient¿s condition was fine post-procedure.